Event description:
New information received notes that a shortage output stage detection (sosd) alert was noted after external defibrillation was performed on the patient for ventricular fibrillation. The ICD was reset, and the alert was cleared. There were no patient consequences.

Event description:
It was reported that an unspecified error message was displayed on the patient's implantable cardioverter defibrillator (ICD). No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.